Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reez3741 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "powerglide is falling apart. I used one today that gave me the issue of falling apart. This was one of the single catheters , not within a kit. It seems to be more of an issue when placing in more superficial vessels rather than deeper ones. Most likely due to the angle and pressure applied when advancing (leap frogging) into the vein. It causes it to split and open up like a space shuttle launching to the moon. Pieces falling off and breaking apart the further it travels. It doesn't happen with the catheters in the kit."